Manufacturer narrative:
Company comment: the serious, expected events of urticaria and syncope and the serious, unexpected event of hypotension were considered possibly related to the treatment. Seriousness criteria includes the need for urgent medical care and medical intervention to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. Alternative etiology include undisclosed/undiagnosed medical conditions, which can lead to immune reaction with patients treated with sculptra. The unexpected event of hypotension, in association with urticaria, could be related to anaphylactic reaction. The syncope could be secondary event to the event of hypotension. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 12-jul-2024 by a physician concerning a 46-year-old brown female patient. The patient was not pregnant neither breastfeeding. The patient denied medical history or concomitant medications. No information about history of allergies has been provided. The patient had previously received treatment with sculptra in (B)(6) 2023 for the first time and there was nothing (as reported). On (B)(6) 2024, the patient received treatment with 1 vial of sculptra (lot 3j4251, expiry date 31-aug-2026), half vial to each side of face using cannula 22 with unknown injection technique by the reporting physician on a collaboration at the clinic. One hour after the treatment on (B)(6) 2024, the patient experienced very severe urticarial condition (urticaria) on the body but not on face with important hypotension (hypotension). Additionally, it was reported that the patient fainted (syncope). The patient went out to have lunch, managed to come back and in the elevator she fainted. Thereafter, she also fainted in the office. At the office, the patient was given the first corrective treatment with oral corticoids predsim [prednisolone] 40 mg. Later, the clinic manager took her to the emergency care where she was given unspecified injectable corticoids. The patient was under observation and was released on the same day (B)(6) 2024). The patient was prescribed for another 5 days of antihistamine bilastine [bilastine] 20mg and oral corticoid predsim 40 mg and the patient remained well. The patient did not undergo any laboratory test due to the adverse event. On (B)(6) 2024, the patient improved and by (B)(6) 2024 the adverse events had resolved. The reporting physician assessed the intensity of events as severe and causality as possible, very likely. Outcome at the time of the report: urticarial condition was recovered/resolved. Hypotension was recovered/resolved. Fainted was recovered/resolved.